Manufacturer narrative:
Patient information was not made available from the site. On 07/15/2016 a medtronic representative, following-up at the site, noted the reported issue could not be replicated. As a precaution, the medtronic representative replaced the positioning sensor unit (psu), polaris spectra system control unit (scu), and a camera cable. Return requested for psu, scu and camera cable. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial procedure, the site's navigation system camera was disconnected multiple times and re-booted repeatedly during navigation. No further specifics regarding this issue were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
The hardware investigation of the returned system control unit (scu) and cable found that both components were fully functional with no problem found. The hardware investigation of the returned positioning sensor unit (psu) identified an electrical issue unrelated to the reported event. As received, the psu had some deep gouges from return shipping. Due to the damage, it was not possible to refurbish the psu. The psu was tested with scu and cable from the reported event for over 24 hours without cycling, therefore, the reported event could not be replicated. However, unrelated to the reported event the psu did not pass the accuracy test at .65 mm, with a passing threshold of .35 mm. This issue was documented in a medtronic navigation hardware anomaly tracking database.